Manufacturer narrative:
The unit subject of the event was replaced with a v-pro s2 sterilizer and the sterilizer was moved to another location in the hospital. The user facility has not reported any issues with the unit after placed in the new location.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the v-pro 60 sterilizer and ran test cycles on the unit. The technician did not experience any irritation while operating the sterilizer. The conditions of the reported event are currently under evaluation. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported that employees experienced headaches and eye irritation while operating their v-pro 60 sterilizer. No medical treatment was sought or administered, and the employees continued working.